Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, loss of capture, and high impedance. It was noted that the patient was in the emergency room and experienced bradycardia, asystole and syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.